Manufacturer narrative:
Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this implantable defibrillation lead exhibited a high out of range shock impedance measurement. Review of lead data showed a gradual increase in measurements. Boston scientific technical services (ts) discussed increasing the alert threshold and testing options if the impedance measurements go out of range again. No adverse patient effects were reported.